Event description:
Event description during review of manufacturing processes, cpi determined that this ventak mini implantable cardioverter defibrillator (ICD) may not have the required medical adhesive in the ICD's lead connector block. Because of this situation, it may be possible for fluids to enter the connector block and affect the ICD's ability to recognize and treat arrhythmias. Cpi notified the physician on november 22, 1996, and recommended evaluation of the lead impedance and r-wave measurements of the ICD system. If the measurements have changed significantly from the date of implant, the ICD should be replaced. As of january 3, 1997, the patient had opted to leave the ICD implanted.